Event description:
A report was received that the physician suspected that the patient had an infection from the paddle lead placement, therefore, prescribed her antibiotics. The patient is reportedly doing well.